Event description:
Physician was performing an orif to right ankle. When the drill bit was taken out of the complex, it was noted that about one half of the drill bit had broken off. On c-frame x-ray, it was seen that the drill bit was not in the line of the drilling, but was up the shaft. A second drill bit was used to finish the drilling/procedure.

Event description:
A complaint has been opened on this event, but a medwatch report has not been filed. There was no reported medical intervention to retrieve the broken piece.